Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose readings as high as 323 mg/dl and visible air bubbles in the infusion tubing, and troubleshooting identified interrupted insulin delivery that was resolved after a full supply change and infusion set replacement. This led to the user's subsequent glucose decline to 209 mg/dl and later 156 mg/dl. Customer care provided assistance that included user guidance on cartridge fill, and insulin delivery verification. Investigation of this case revealed air bubbles in the tubing that could interrupt insulin delivery, with successful resolution after supply replacement and proper priming. No symptoms associated with elevated blood glucose reported. Outcomes included restoration of insulin delivery without hospitalization. It was concluded that the hyperglycemia was caused by unclear factors related to delivery interruption, and that device function was confirmed after supply change with no alerts or alarms reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.